Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was 160 mg/dl and the customer did not know why. During troubleshooting with tandem customer technical support (cts) and the date on the pump was incorrect. The customer reported that the incorrect date was due to use error. No additional details regarding the use error was provided. Cts assisted the customer with correcting the date.